Event description:
Boston scientific received information that during a follow up visit two weeks ago, this atrial undersensing was noted. The patient has a history of atrial flutter and the device was not properly mode switching due to the undersensing of the arrhythmia. The device was reprogrammed to vvir configuration and a chest x-ray was performed. The x-ray revealed that the atrial lead had dislodged. The patient was seen two weeks later and was still undersensing in temporary ddd configuration. An atrial flutter ablation may be performed in the future. The pacing system remains implanted and the patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.